Event description:
It was reported that customer was admitted as an inpatient to a hospital for low blood glucose. Cutomer had nurse assiste with reading totals and found all setting and totals be be functioning normal.